Manufacturer narrative:
Examination of the console found that the encoder, encoder cable, and code wheel were damaged due to fluid intrusion from the boot seal. The boot seal was replaced.

Event description:
The hospital perfusionist reported an issue encountered while using the mps console. He stated that the console displayed two error codes during the procedure before the cross clamp was put on; before the heart was arrested. The console was removed from service and exchanged with another console to complete the procedure. There were no patient complications reported as a result of the alleged event. The console was returned to the manufacturer for evaluation.